Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of nodules and "notches" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 1 syringe of juvéderm® volift¿ with lidocaine in the lips. Prior to injection patient was pretreated with alcohol application to the area. The next month the patient developed nodules, also reported as "notches", in the lips. Approximately one month after symptom onset patient was prescribed cortison. Hyalase was injected the next month with limited effect. Symptoms are getting better.

Event description:
Additional information: patient's symptoms are resolved.